Event description:
On 21-apr-2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive result on a 57 year old patient. There was no patient information, no details surrounding the event.. There were multiple requests for information but to no avail. Method: result: sample: I-stat, >1000 ng/l, wb a; I-stat, >1000 ng/l, plasma a; I-stat, >1000 ng/l, plasma a; lab, 6 ng/l, plasma a; I-stat, >1000 ng/l, plasma b; lab, 5 ng/l, plasma b; lab, 6 ng/l, plasma c; lab, 6 ng/l, plasma d; I-stat, 31.4 ng/l, wb e; I-stat, 21.3 ng/l, plasma e; lab, <4 ng/l, plasma e; I-stat, 5.2 ng/l, plasma f; lab, <4 ng/l, plasma f; no test/colection times or dates provided. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile 90% ci sex n (ng/l, pg/ml) (ng/l, pg/ml) female 490 13 (10, 17) male 404 28 (19, 58) overall 895 21 (14, 30).

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.